Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to assist in determining the root cause(s) of the reported condition. Unfortunately without a sample we are unable to confirm the reported condition if a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. There were photos provided by the customer which have been reviewed by the team and a potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. A corrective action (CAPA) has been initiated to investigate complaints for the tubing issues. Lastly, a health hazard assessment has been initiated to assess risk in relation to this customer report. Based on the above no further action is required at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 09/29/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the tubing disconnected from chest bottle.